Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that battery depletion was indicated and occurred on (B)(6) 2013. Concomitant products: 5076 implantable pacing lead (B)(6) 2004; 6947 implantable tachy lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the device reached the recommended replacement time and that there was unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.